Event description:
Lap gastric sleeve - "dr (B)(6) said the clip applier was fired and the clip would stick to the tissue. He had to physically pull the jaws from the tissue because they were locked."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found a dent in the covertube. The unit would not properly fire due to this damage; however, once the covertube was repaired, the remaining clips fired and closed according to specifications. The root cause of your experience with the device can be attributed to the dent in the covertube; however, the cause of the dent is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.